Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (value not provided) and diabetic ketoacidosis. Customer was admitted to the hospital. Customer's health care provider reported that the customer's "poor control is related to poor bolusing consistency and possibly high carbohydrate meals". Although multiple attempts were made by tandem technical support to obtain additional information, customer did not provide further information.